Event description:
Customer reported a communications error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated chips and pcbs. System operates as intended.